Event description:
Customer reports that standard catheter is significantly more pliant, making catherization more difficult.

Event description:
Customer reports that standard catheter is significantly more pliant, making catherization more difficult.